Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The foreign material stuck to the distal end of the subject device. The resistance between the forceps cups and the plug of the handle was high. After removing the foreign material, there was no abnormality of the resistance between the forceps cup and the plug of the handle and the subject device worked. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The current density decreased due to burnt tissue attached to the distal end. The subject device was not connected to the cord or the cord was not connected to the power supply correctly. The target area was immersed in blood. The target area was immersed in water. The instruction manual of the device has described the method of connection of a code. The above device handling has warned in the instruction manual as follows: insert the a cord jack into the plug and confirm that it clicks into place. Aspirate fluids such as mucus that adhere to the tube and body cavity tissue. Patient injury such as perforation, bleeding, mucous membrane damage and thermal injury of tissue could result if output is activated with these fluids adhering. While operating the slider to open and close the forceps, confirm that the instrument is free from disconnection or looseness. Pulling the tissue when applying the current. This could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Event description:
During a procedure, the subject device was used for hemostasis. When the user grasped the tissue, the tissue could not be cauterized because the activation output of the subject device was low. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of stopping bleeding.